Manufacturer narrative:
Manufacturer ref on.: (B)(4). Baxter received and evaluated the device. The device evaluation was unable to reproduce the undetected upstream occlusion through further testing. However, the device was calibrated to ensure accurate occlusion testing.

Event description:
During baxter's evaluation a device was unable to detect an upstream occlusion. There was no patient involvement.